Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged hospitalization, infection or debridement is related to v.a.c. Therapy. There have been several attempts made to gather add'l info, but there has been no response.

Event description:
The following info was reported to kci by the pt's family member: on (B)(6) 2014, the pt was discharged from the hosp with v.a.c. Therapy in place. On (B)(6) 2014, during an inservice, slough was observed. The pt was subsequently admitted to the hosp, and the pt's wound was infected which required debridement. Dates not provided. No add'l info is available. On (B)(6) 2014, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specs. On (B)(6) 2014, the device was placed with the pt. On (B)(6) 2014, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence. Of an operational malfunction with the unit.